Event description:
Event reported by attorney. Legal complaint states that after and as a result of the implantation of the product, plaintiff suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. T-sling implanted on (B)(6) 2005. No lot # or product code was provided.